Event description:
It was reported that during implant the right ventricular (rv) lead had a high impedance of 1400 ohms and 1800 ohms and then the helix failed to deploy. There was also no capture above 4 volts. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented there was no issues and found resistance reading to be within specification. The helix was damaged during explanting of the lead.(B)(4).